Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a foot surgery the tip broke off inside the patient when turning out the screw. The broken piece was removed from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the tip of the driver was broken off. The broken tip of the device shows twisting. It was also noted that the orange paint groove is chipped/peeling. The cause is undetermined, however a likely cause is over torqueing the device; prying/leveraging the device during use.